Event description:
It was reported that there was high threshold on the right ventricular (rv) lead. The rv lead was capped and replaced. No patient c omplications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product ID: kdr801, serial# (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2012.

Event description:
It was reported that there was high threshold on the right ventricular (rv) lead. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.